Manufacturer narrative:
This supplemental report presents the results of the final investigation. The device was not returned to olympus, and the allegation was not confirmed. Based on the investigation results, because the subject device was not evaluated, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope displayed a dark image. This occurred during an unspecified procedure. There were no reports of patient harm.